Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device. (Lvad). Ten months later vad coordinator contacted the manufacturer reporting that the patient notified the staff that there were intermittent red heart alarms and the pump had stopped for a brief second. When the patient was hooked up to the system monitor the rate control fault and code 4 alarms were displayed. The nurse called the manufacturer to find out what a code 4 alarm was, so she could report it to the physician. The manufacturer informed the hospital that the code 4 alarm was a run signal fault, a symptom of increased torque coming from the device. This was consistent with the recent vent filter analysis from this patient. The nurse also stated that she and the physician were aware that the pump was failing. The patient remains in the hospital and staff have a protocol in place if the pump does stop.